Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The high thresholds were later associated to the premature battery depletion of the patient's cardiac resynchronization therapy defi brillator (crt-d). The device was explanted and replaced without complication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited chronic high thresholds and it could not be determined if the lead was capturing. The lead remains in use. No patient complications have been reported as a result of this event.